Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient experienced a loss or change in therapy. The patient reported that it was not working. The patient stated that they did not feel anything. The patient¿s daughter noted that the patient was not feeling stimulation and did not feel like they were getting relief.the stimulation was increased from 0.4 volts to 0.7 volts and it was confirmed that the patient felt stimulation comfortably. It was indicated that the patient was to follow up with a healthcare professional (hcp) if the symptoms did not resolve. No further complications were reported or were expected.

Event description:
Additional information was received from the patient. It was reported that their old device does not work and it was replaced by the new one and the patient turned it off by mistake. The patient also reported that they saw their managing physician and a manufacturer representative on (B)(6) 2017 and helped them control the stimulation. The cause of it not working and not feeling stimulation was due to the patient turning it off by mistake and the issue was resolved.